Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported five adhesive issues that the patient experienced hyperglycemia due to infusion set was accidentally pulled out during use due to tubing catching on something or pump falling on (B)(6) 2026 and was treated with correction bolus via pump.